Manufacturer narrative:
The device was received by depuy synthes . Complaint of "hose damage" was confirmed during the pre-repair diagnostic assessment. The "emax 2 plus motor" did not meet manufacturing specifications. After repair the issue was resolved. (B)(4).

Event description:
The device has been received by depuy synthes power tools.  The investigation is still in process.  When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).